Event description:
Reported by healthcare professional as a port leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/feb/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."